Event description:
It was reported that the patient with this neurostimulator (ins) had surgery to explant their ins and tined lead. The patient did not experience any pain nor discomfort; they were not happy with their symptom relief. They no longer wanted the device. There was no further patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al10000214. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).